Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose was 190 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated that the drive support cap is protruded. The customer was unable to prime the set. The customer cannot check for a33 alarm, stuck in rewind. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.